Manufacturer narrative:
Model number/catalog number 72400024, batch/lot number unknown, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72400098, batch/lot number unknown, model/catalog description control pump fgs. Product investigation: cuff: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The ams800 control pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Balloon: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The ams800 balloon was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient was not able to release any urine even though the device was deactivated. The physician did therefore the activation after 3 weeks to check if the device was working. They did an ultrasound and found air bubbles in the system in the part from the pump to the cuff. There was no air in the tube going from the pump to the prb. The system did not lose any liquid and it was visible also in the ultrasound. The doctor was therefore not sure how the air bubbles came into the system. The patient had the artificial urinary sphincter removed. The patient did not want a new device implanted at the time of the explant surgery. The patient was stable following the explant procedure.

Manufacturer narrative:
Model number/catalog number 72400024, serial number unknown, batch/lot number unknown, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72400098, serial number unknown, batch/lot number unknown, model/catalog description control pump fgs.

Event description:
It was reported that the patient was not able to release any urine even though the device was deactivated. The physician did therefore the activation after 3 weeks to check if the device was working. They did an ultrasound and found air bubbles in the system in the part from the pump to the cuff. There was no air in the tube going from the pump to the prb. The system did not lose any liquid and it was visible also in the ultrasound. The doctor was therefore not sure how the air bubbles came into the system. The patient had the artificial urinary sphincter removed. The patient did not want a new device implanted at the time of the explant surgery. The patient was stable following the explant procedure.